Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that screen of insulin pump was blank. Customer stated that there was fluid in the battery compartment. Customer also stated that o-ring was in place and was free of debris. Customer also stated that battery cap was not damaged. Customer went on swimming and the battery compartment and battery was wet. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.